Event description:
The customer stated that he received a low glucose reading using his breeze2 meter and decided to perform a control test. He received a result of 28 mg/dl. While troubleshooting, he performed 2 more control tests and received results of 23 and 29 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement strips were sent to the customer.